Event description:
During cardiac catheterization procedure, physician attempted starclose closure. Failure of the starclose device was noted due to an inability to cut the sheath down to the level of the starclose and a failure to deploy the device. The device was released with the emergency release successful and manual pressure was maintained until hemostasis was achieved.